Event description:
It was reported that the top jaw of the device broke during a total lap hysterectomy. No pieces fell in to the patient. The procedure was completed with a harmonic device. No patient consequence.

Manufacturer narrative:
(B)(4). The device was received the jaws closed and the upper jaw damaged at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed and certified by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.